Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the small battery drive device trigger was blocked. During service and evaluation, it was observed that the control unit did not function. It was further determined that the device failed the following pre-tests: check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check the function with electronic pen drive (epd)-console and check power with test bench; (tick motor type). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.